Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported by a physician on (B)(6), 2011 - local ref (B)(4). This case involves a female pt (age not indicated), who was treated with one ampoule of poly-l-lactic acid (sculptra) to each side of her face (dosage, injection sites and indication unk) on (B)(6), 2010. On (B)(6), 2011, this pt visited the physician due to one 15 mm x 5 mm nodule medial cheek under the right eye and one small nodule under the left eye. The pt stated that she got an autoimmune disease (nos) after the poly-l-lactic treatment. After perforation with a 23g needle several times, triamcinolone acetonide (kenacort t) injection and massage, the nodule shrunk to 9 mm x 3 mm. A small skin depression developed. Since (B)(6), the pt has experienced a total of seven small nodules. The outcome of the events is not recovered. Significant/relevant medical history and relevant concomitant medications were not reported. Action taken: unk. Corrective treatment: nodule was perforated several times with 23g needle, triamcinolone acetonide injection and massage. Outcome: not recovered/not resolved. A ptc (product technical complaint) has been received for this report: global ptc # (B)(4). Since no batch number was communicated, the documentation relevant to all the sculptra batches still on the (B)(6) market and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: batch a9030; batch a9033; batch a0035; batch a0036; batch a0037; batch a0038; batch a0039; batch a1040; batch a1041. We have not received the claimed sample nor a picture of the vial of sculptra used. The analysis certificate at the release step of all the batches listed above had been checked and all the results were conforming to specification. As reported in the leaflet, several adverse events (such as bruising, edema, discomfort etc.) Can occur by the use of the product. Nevertheless since we have not received the complaint sample nor a picture showing the vial of sculptra used, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation/no assessment possible. Additional info received on (B)(6), 2011 in a ptc report: final ptc results were entered. Additional info was received on (B)(6), 2011 from the physician: additional details regarding the event were provided. Case was upgraded from non-serious to serious.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6), 2011: this female received poly-l-lactic acid unspecified disease state. On an unspecified date, the pt reportedly experienced autoimmune disease. This case lacks sufficient info needed to make an adequate assessment of the case; however pt's general condition can be consider a confounding variable. Further info including past medical history, co-morbidities, the exact details of the event, exact diagnosis, any previous drug allergies, and lab studies have been requested.